Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Phone; (B)(6). (B)(4): the intraocular lens (iol) is not returning for evaluation as it was not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, the piston of a preloaded device, model pcb00, came out without lens making a scratch on the posterior capsule of the patient''s eye. A different model, za9003 lens was used instead and patient was fine. All the available information have been submitted.